Event description:
Hyperglycemia: a man reported that his wife experienced elevated blood glucose levels in 6/96 when using device, needles and novolin 70/30 (rdna) penfill cartridges and was hospitalized for one week. He reported that the pushbutton on the device was not working properly and that the device was not delivering the correct amount of insulin. The husband administers the injections to his wife because she is blind. Analysis results of device in question: technical description 1) damaged drive jaw sleeve due to misuse. Jaw lock collar not turned in locked position before pushbutton was depressed. Medical consequences: no insulin administration possible, but the defect is visible.